Event description:
Atrial perforation from ECMO cannula requiring pericardiocentesis and emergent sternotomy to repair right atrial perforation. Repair was successful. Patient is off ECMO and on ventilator.